Event description:
Boston scientific received information that a clinic received an e-mail communication from another clinic about a boston scientific inogen x4 cardiac resynchronization therapy defibrillator (crt-d) device. Reportedly the e-mail noted that the left ventricular lead capture threshold test continued to decrement down despite the clinician stopping the test on the programmer. The patient was pacemaker dependent. There were no adverse patient effects reported. Despite multiple attempts, the clinic was unable to provide the field representative with further information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.